Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient an extrusion of the receiver/stimulator through the skin. The device was explanted on (B)(6), 2011. There are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).